Event description:
It was reported "pump wasn't powering up as it should when she was doing the weekly check on the pump". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump wasn't powering up as it should when she was doing the weekly check on the pump". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "pump did not initially power on" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.